Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Serious hypoglycaemia [hypoglycaemia]. Hyperglycaemia [hyperglycaemia]. The pen did not delivery correctly, other problem with device [device issue]. The pen did not delivery correctly, other problem with device [incorrect dose administered by device]. Case description: this serious spontaneous case from spain was reported by a pharmacist as "serious hypoglycaemia" beginning in (B)(6) 2017, "hyperglycaemia" with an unspecified onset date, "the pen did not delivery correctly, other problem with device" with an unspecified onset date, "the pen did not delivery correctly, other problem with device" with an unspecified onset date, and concerned a (B)(6) years old female patient who was treated with novopen echo (insulin delivery device) from (B)(6) 2016 due to "type 1 diabetes mellitus", novorapid penfill (insulin aspart) from (B)(6) 2016 to unk due to "type 1 diabetes mellitus". With unknown dose, frequency & route used and levemir flexpen (insulin detemir) from (B)(6) 2016 to unk due to "type 1 diabetes mellitus" with unknown dose, frequency & route used. Patient's height: (B)(6) cm patient's weight: (B)(6) kg weight. Has been rounded to a whole number due to esubmitter limitation with decimal. Patient's bmi: (B)(6). Medical history included type 1 diabetes mellitus (duration unknown) and gastric reflux with frequently vomits. On an unknown date, patient referred a bad glycaemic control with hyperglycaemias of 500 (units not reported). On an unknown date in (B)(6) 2017, hypoglycaemias of 20 (units not reported) with difficult to dose adjustment due to the patients bad intake of food and frequently vomits. Patient was admitted to the hospital one day due to a serious hypoglycaemia. It was reported that the events occurred since the pen did not delivery correctly. Patient had also other problems with the device. Of note, the appearance for the suspected device novopen echo was normal when the events happened. Action taken to novopen echo was not reported. Action taken to novorapid penfill was not reported. Action taken to levemir flexpen was not reported. The outcome for the event "serious hypoglycaemia" was reported as not recovered. The outcome for the event "hyperglycaemia" was reported as not recovered. The outcome for the event "the pen did not delivery correctly, other problem with device" was not reported. The outcome for the event "the pen did not delivery correctly, other problem with device" was not reported. No further information available. Investigation results: novopen echo - batch (B)(4). Pen received with a cartridge - however cartridge was not mounted in pen. The electronic register was checked. The register showed a mitigation code. Visual and functional examinations were performed and the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. Confirmed: the memory data in the device revealed that an attempted injection did not turn out to be successful and that this was caused by no flow in the delivery system (e.g. The use of a clogged needle on the pen during use). This also made the memory display warn the user by showing two lines (- -) after the attempted injection. The fault is caused by incorrect handling during use of the device. Novorapid penfill batch number: (B)(4). The complaint was registered in the novo nordisk complaint handling system and a medical evaluation was performed. A visual examination of the received sample was performed. Nothing abnormal was detected. Levemir flexpen 100 u/ml solution - batch unknown. No investigation was possible, because neither sample nor batch number was available manufacturer's comment: (B)(6) 2017: the results of the investigations of the returned device novopen echo were found to comply with specifications, and the investigations concluded that the fault was caused by incorrect handling during use of the device. Therefor it is not possible to elucidate a clear root cause for the experienced adverse events and thus not possible to find similar incidents to the once reported in (B)(6) case (B)(4). Reporter comment: novopen echo affected with the recall. Patient suspect that the events happened due to the pen did not delivery correctly. She had any other problems with the device. Evaluation summary: novopen echo - batch (B)(4). Pen received with a cartridge - however cartridge was not mounted in pen. The electronic register was checked. The register showed a mitigation code. Visual and functional examinations were performed and the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. Confirmed: the memory data in the device revealed that an attempted injection did not turn out to be successful and that this was caused by no flow in the delivery system (e.g. The use of a clogged needle on the pen during use). This also made the memory display warn the user by showing two lines (- -) after the attempted injection. The fault is caused by incorrect handling during use of the device.